Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alert due to blank display. Insulin pump received with broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had blank display. The blood glucose level was 150 mg/dl. Customer stated that the battery compartment is neither damaged nor corroded. Customer received a failed battery test alarm. Customer stated to discontinue use of the pump and revert to backup plan per health care professional instructions. The product will be return for the analysis.